Manufacturer narrative:
Date of plate breaking is unknown. Lot number is unknown. Date of implantation is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a revision surgery occurred on (B)(6) 2018 due to plate failure. A matrix mandible mini plate was removed due to device breakage. It is unknown if fragments were generated and removed. It was further noted that the patient had cancer and the mandible had been originally split to address the cancer. It was noted that there was an issue with a tooth which may have caused pressure on the plate. The revision procedure was completed successfully. It is unknown what the patient was revised to. Surgical delay and patient status are unknown. Concomitant devices: screws (part: unknown, lot: unknown, quantity: unknown). This report is for a matrixmandible mini pl-tension band narrow/2x2h/1.0mm thick. This is report 1 of 1 for (B)(4).